Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1a220, implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a manufacturing representative. Patient and device identifying information were reported. It was clarified that the patient¿s lead broke during the revision surgery while the lead was being removed. The patient¿s surgeon ensured that all of the pieces of the lead were removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that the patient was currently undergoing a lead revision as the patient's lead had broken. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.